Event description:
The patient's right hip was being revised due stem loosening.

Manufacturer narrative:
An event regarding loosening involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: -a visual, functional and dimensional inspection was not performed as the device was not returned. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Hospital policy.